Event description:
It was reported that a small battery drive is not working properly.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event is unknown. Lot # provided is 004274, actual lot number is 4274. Device is an instrument and is not implanted / explanted. Subject device has been received, the customer's complaint that the (004274) small battery drive is not working properly was confirmed. The device was evaluated and the complaint was substantiated. It has loud noise, vibration and heat. This is most likely due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.